Event description:
The surgeon claims that the stem was incorrectly marked as per size. This has happened to this surgeon many times and he said it is due to product error; not operator error. Surgery was extended for 10 minutes.